Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: incomplete needle penetration through meniscus. Inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Final product met specifications upon release to distribution. Correction in: first and last name.

Event description:
It was reported that during the surgery the anchor was broken inside the patient. The ts were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 1219602(s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Customer relayed that t2 had pre deployed. There was a relationship between the reported event and the device. T1, t2 were returned but freed from the delivery needle. T2 was broken at one of the suture holes. This would require a strong amount of suture pull when retrieving the anchor from tissue. The depth limiter was attached to the device, but had been removed and replaced. The device cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found four various reports for this part/lot number. One with a similar nature. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the surgery the anchor was broken and fallen out. A backup device was used to complete the surgery.